Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2018 to report hearing a strange sputtering sound from within the purely yours pump base while pumping at work using batteries on (B)(6) 2018. She discontinued pumping, opened the battery compartment and found dark gray fluid leaking from the batteries. She discarded the batteries and states she was not burned or injured in this event. A replacement breast pump was shipped overnight to the customer.